Event description:
Customer reported that the insulin gauge displayed an amount different than expected, noting a discrepancy of 90 units expected versus 0 units displayed earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by reloading the same cartridge and received instructions from cts to call back for further troubleshooting if the problem persists.